Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/17/2016, that on (B)(6) 2016, the device had a transmitter failed error. No additional event or patient information is available. Product data was returned for evaluation. Data was reviewed on 08/25/2016. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and failed. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.